Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse determined the cause of the leak was a loose valve on the bubble generator. The fse tightened the valve to resolve the issue. The fse verified no further leaks. (B)(4).

Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 600 pro system leaked fluid from reagent probe. The customer stated that the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.